Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required. Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
Correction: inadvertently left out the date.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported that the ngage nitinol stone extractor basket malfunctioned while performing flexible ureteroscopy on a patient. The malfunction was described as the tip of the basket would not open. No unintended section of the device remained inside the patient¿s body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.